Event description:
PICC was advanced through dilator into position, the dilator was snapped to release PICC, but when the wings of the handle snapped they did not release the PICC line. Also, once introducer was completely separated and removed, it was observed that the dilator was frayed.